Event description:
Complaint received as follows: customer received 60 units of (B)(4). Customer advised he has been having some discomfort and blood after he has cathed. Customer advised still has discomfort and bleeding. Additional information provided by customer interaction center on (B)(6) 2013, complainant could not be contacted, a message was left on answering machine at 9:40 am.

Manufacturer narrative:
The adverse event 'bleeding per urethra after catheterization' is deemed serious as it may require a surgical or medical intervention to preclude a more serious consequence for the pt. From a clinical perspective, a causal relationship between the catheter and the event is deemed possible because product use is temporally associated with the part of the body where the problem occurred. Due to the lot number could not to be obtained from the customer we have decided to check all tiemann gentle catheters lots which have been produced so far. Associated lot numbers for (B)(4). The investigation of history batch records was performed and no nonconformity was recorded during the manufacturing process. All relevant tests required during manufacturing process and final product releases were performed and met requirements. The products were produced in accordance with valid specification. The samples were tested and the samples met specification. Reported to the FDA on (B)(4) 2013.